Manufacturer narrative:
The company service representative examined the system and found no issue with system performance. However, the company service representative found an issue with the user settings for the related case. In the line scan, it was noted that the safety margin of the anterior offset was not sufficiently secured. The system was then tested and met all product specifications. Based on quality assurance assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported an anterior capsule tear during a laser assisted cataract procedure. It was noted that the tear was caused by the front side of the safety margin of fragmentation was inadequate. The procedure was completed with no rupture. Additional information has been requested.